Event description:
Reporter indicated that a flashcard would no longer seat inside the dell handheld computer. The handheld was returned and an analysis was performed. Four bent pins were found which would obstruct the seating of a flashcard. No other anomalies or adverse findings were identified with the device performance.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.